Manufacturer narrative:
The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 11-dec-2024. A visual inspection was performed following j&j medtech procedures. A visual inspection was performed, and a kink, a breakage on the shaft near the tip with reddish brown material inside was observed. A manufacturing record evaluation was performed for the finished device lot number and no internal action was found during the review. The bent tip reported by the customer was confirmed as the damage observed on the shaft could be related to the reported event. The potential cause of the shaft breakage and the reddish material could be related to excessive force during the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: hold the catheter tip 1 to 2 cm from the introducer valve and feed it into the introducer slowly to prevent buckling of the catheter tip. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with nuvision ice catheter for which biosense webster¿s product analysis lab (pal) identified breakage on the shaft near the tip. It was reported that the nuvision ice catheter was stuck in the sheath during the procedure. They had difficulty retracting the catheter into the sheath. Once the catheter was removed from the sheath, they noticed the tip behind the crystals was kinked and physically deformed. They replaced the catheter and the sheath. No patient consequence reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 16-dec-2024 observed a kink, a breakage on the shaft near the tip with reddish brown material inside. The event was originally considered non-reportable, however, bwi became aware of breakage on the shaft near the tip on 16-dec-2024 and have assessed this returned condition as reportable.